Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of cannula breakage. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device was returned for evaluation. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric by pass - "removed 12mm camera port when 35% of the distal end of the trocar broke off and it was retrieved from the patients abdominal wall. There were no adverse effects to the patient. It appeared to have broken off while it was maneuvered. It did lengthen the procedure to due to the fact that they needed to visually insure no part of the trocar remained in the patient's abdominal wall." Additional information received via telephone from sales representative on december 26, 2016: it was mentioned that the surgeon has been using the product for over 10 years. The surgeon stated the breakage occurs when torquing the trocar with the camera in the cannula. The fracture was described as a clean break. Type of intervention: unk. Patient status: no adverse effect.